Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe 1ml 0.25mm the lot information was incorrect. There was no report of patient impact. The following information was provided by the initial reporter: duplicate lot = 3 sp.

Manufacturer narrative:
Just include below for investigation: investigation summary: customer returned a series of images showing shelf cartons for 1ml, 31 gauge, 8mm syringes from lot 1305943. Shelf cartons are shown to have surface damage that leaves sections of their surface stripped. Additionally, some shelf cartons show the manufacturing information printed towards the far right side of the face of the shelf cartons to the point that it overlaps with itself to a degree. A review of the device history record was completed for batch# 1305943. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of shelf carton printing defects. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.